Event description:
It was reported while the surgeon was performing a midface reconstruction procedure with calvarial bone graft, one ti matrixmidface titanium screw (self-tapping)head and two ti matrixmidface titanium screw(self-drilling) heads, snapped off during the placement despite pre-drilling. Surgery was delayed 30 minutes. The three fragmented screws remain in the patient. The procedure was successfully completed and the patient is stable. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional 510k#: (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.